Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 which occurred on the homechoice (hc) during use, during initial drain. The technical service representative (tsr) explained the message to the care giver (cg). The cg went through troubleshooting steps. The tsr informed the cg to start over with new supplies. Baxter product surveillance contacted the care giver (cg) on (B)(6) 2012 regarding reported problem. The cg stated that they did start over and everything continued as normal. The cg stated there were no issues with the supplies that could have caused this alarm. The cg stated they believe this alarm was caused by use error. The cg stated they believe the home patient (hp) initiated therapy too early and then connected to the machine. The cg stated they just went into the clinic earlier today, and everything checked out fine. There was no medical intervention needed due to this alarm. The cg stated that the hp's therapy overall is going very well. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because, the patient reported pressing go prior to connecting himself, which is a use error that can cause system error 2240 alarms. The cg stated they believe this alarm was caused by use error. The cg stated they thing the home patient (hp) initiated therapy to early and then connected to the machine. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.